Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The breathing circuit used at the time of the event including the expiratory filter was tested together with the ventilator. No fault was found and no parts were replaced. Evaluation of the received device logs show that the ventilation had been on-going for more than 4 days. On the event date, frequent alarms for high continuous pressure suddenly started to be generated but no alarms for high airway pressure. The alarm continued to be generated until the ventilator was set to standby 17 minutes later. The alarm for low o2 concentration was generated the last 8 minutes of ventilation. The high continuous pressure alarm is generated if the airway pressure constantly is measured +15 cmh2o above the set positive end expiratory pressure during 2 breaths or 5 seconds whichever is greater. This alarm is generated independently of the set upper airway pressure alarm limit. At generation of the alarm, the safety valve is opened for 5 seconds in order to reduce the airway pressure. The frequent alarm generation the last 17 minutes indicates that the expiratory resistance increased suddenly. A possible cause of this is an occluded expiratory filter, but this has not been confirmed. The cause of the low o2 concentration alarm has not been determined. Our conclusion is that there was no ventilator malfunction at the time of the reported event. The ventilator detected and generated alarms for the high pressure situation. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while the patient was being ventilated in the bi-vent mode of ventilation, the ventilator started alarming for high pip but the air way pressure was only reading 28-30 cmh2o with the upper alarm limit set at 60 cmh2o. On the screen the ventilator behaved normal and then would go flat line with no activity with the patient trying to breathe. The flat line would go through the entire screen before the ventilator would kick in again and start ventilating. Also it was noticed that the fio2 reading on the ventilator would fluctuate from 100% down to 84% and then back up. A replacement ventilator was brought and in connecting the replacement ventilator, the patient desaturated to 33%. The patient was bagged on 100% o2. The replacement ventilator was connected to the patient. The patient maintained a saturation in the mid 90s. The final patient outcome was no injury. (B)(4)